Event description:
A PICC line became clotted and unable to use or draw blood. It was sluggish to flush and the red port was totally occluded. It was discontinued for use and a peripheral IV was started.